Event description:
An "application" issues was reported with the adc device in use with redmi note 12 with android operating system version 13 and app version 3.5.1. A customer reported that the adc device was unable to share data with their freestyle librelinkup account and as a result, they were unable to monitor glucose with sensor. The customer experienced "cold sweats" and was unable to self-treat, requiring juice from a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle libre 3 app complaint was investigated and determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported app does not share data with libre app. Attempted to replicate the user¿s complaint using similar configuration of google pixel 4a, android 13, 3.5.1.10363 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "application" issues was reported with the adc device in use with redmi note 12 with android operating system version 13. A customer reproted that the adc device was unable to share data with their freestyle librelinkup account and as a result, they were unable to monitor glucose with sensor. The customer experienced "cold sweats" and was unable to self-treat, requiring juice from a non-healthcare provider. There was no report of death or permanent impairment associated with this event.